Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the monitor was replaced. The monitor was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned monitor was cracked from the top of the display to the bottom. When connected to a known good system the monitor displayed a good image with no sign of the reported burn. However, the touch function was not working. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when powering on the system for use in the morning the site noticed that the surgeon monitor was getting very hot and black burn spot began to appear on the monitor. No patient was present at the time of the event.